Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) replaced the solenoid driver board due to the inability to start the cs300. Unit is approved for clinical use and has successfully passed all functional checks and safety tests according to factory specifications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 (component code). A getinge field service engineer (fse) replaced the solenoid driver board due to the inability to start the cs300. Unit is approved for clinical use and has successfully passed all functional checks and safety tests according to factory specifications. The failure analysis and testing dept. Received part pcb, solenoid driver serial number (B)(6) with a reported unit failure of unit shut down and failed to power back on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, solenoid driver serial number (B)(6) into the cs300 test fixture serial number and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When the cs300 was turned on, it shut down immediately, and failed to power up again. The fat dept. Verified the complaint of the unit shutting down and failed to power on again. The board failed testing. Retaining the board in the fat dept. Per procedure number (B)(4).

Event description:
Na.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2.

Event description:
It was reported during preventive maintenance by getinge field safety technician that cs300 intra-aortic balloon pump (iabp) unit shut down and failed to power back on. No patient involvement and no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.